Manufacturer narrative:
Based on the information provided, the cause of the event could not be determined. The investigation did not identify a product problem. The event occurred in: (B)(6).

Event description:
The initial reporter complained of a questionable low ise indirect na for gen.2 result for 1 patient sample tested on a cobas c 111. The initial sodium result was 95.9 mmol/l with a repeat result of 132.2 mmol/l. The result in question was not reported outside of the laboratory. There was no allegation of an adverse event. The sodium electrode lot information was not provided.